Event description:
It was reported that during a trial, high impedances greater than 20,000 ohms was measured on electrodes 0, 3, 6, and 7. During the trial, impedances were measured to be out of range and the patient felt no stimulation. X-rays and reprogramming was done. A different lead was used.

Manufacturer narrative:
Analysis of the extension (s/n (B)(4)) found the conductor of the extension body was broken and there was a straight wire in the body of the extension. Two conductors are broken 26.7 cm from the distal end. Three conductors are broken 26.0 cm from the distal end. One conductor has several filars broken 26.0 cm from the distal end. Analysis of the lead (lot # unknown) found the conductor of the lead body was broken at the injex anchor site. Four conductors (circuit #0, 2, 4, and 5) are broken 17.3 cm from the distal end just distal to the injex anchor site.

Event description:
Additional information received from a manufacturing representative reported that there was no issue with the extension or anchor.

Manufacturer narrative:
Analysis of the lead found no anomaly.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, lot# 0208887453, product type: lead. (B)(4).